Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for depression and movement disorders. It was reported that the patient saw an "implantable neurostimulator (ins) in the box" icon on the patient programmer screen. The patient confirmed that she can feel stimulation and was receiving therapy. An antenna locate feature was reviewed with the patient and it was explained that this procedure should not be done without a health care provider (hcp) and should only be performed in an emergency; the patient was unable to visit her hcp due to a hurricane (evacuation and traffic issues). No symptoms were reported.

Manufacturer narrative:
Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Follow-up was received from the healthcare provider who reported that they were unaware of the reported event. They stated that the patient is currently on a mission trip and emailed them to tell them to contact the manufacturer. Patient told their healthcare provider that they had their implantable neurostimulator turned off with charger and it was closed out properly at the end of their last programming with no changes made. The healthcare provider also added the issue of the ¿ins in box¿ icon has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.